Event description:
It was reported that during a lap gastrectomy, some malformed staples were found on the whole of staple line when an instrument loading ecr60b was used on the gastric body at the 1st and the 2nd firing. Staples on the specimen's side were formed properly, but staples of the patient's side were malformed. Additional suture was performed by hand. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). In which device was the cartridge used? ---ec60a. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---the target tissue was slightly thick. The analysis results showed that two ecr60d cartridge reloads were received instead of the ec60a. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. The event described could not be confirmed as no instrument was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.